Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. According to the patient, on (B)(6) 2026, they experienced severe hypoglycemia with a seizure. No cgm and no blood glucose reading was reported, but the patient was experiencing inaccurate cgm readings around the time of the event. At times the difference would have been more than 6.0 mmol/l. No specific medication was reported, but the patient would have been hospitalized. No further information was reported, and it was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patien¿s current condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.